Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report that upon removal of sensor on date of report due to end of sensor session, the sensor wire was not visible on the underside of the sensor pod. Patient reported a small red mark at insertion site and claimed to feel something below her skin. No portion of the wire was visible at insertion site. At the time of her call to technical support, patient reported being in fine condition. Patient experienced no discomfort, and no medical intervention was required.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.